Event description:
Plaintiff, alleges latex allergy and being subject to increased health risks including anaphylactic reactions. Plaintiff further alleges that as a result, she has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband alleges loss of consortium.